Event description:
It was reported that during the implant procedure, the setscrew appeared to be missing a hole for wrench insertion and a possible grommet/header issue. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was found that the setscrew was damaged in the device.